Manufacturer narrative:
(B)(4). The device was manufactured august 15, 2013 - august 16, 2013. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the condition was determined to be due to a manufacturing issue. In order to address this condition, the machine operators were given additional training. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Baxter received one sample for evaluation. Visual inspection noted that the yellow coiled cap had separated from the housing. The reported condition was confirmed. A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor had a coil cap that separated from the body of the folfusor. There was no patient involvement. Additional information was requested and is not available.